Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es encountered an issue where main drawer 5 failed to open. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer (fse) found that the ball bearings in the bottom of drawer 5 were damaged and replaced the rails to resolve the issue. Then, the fse ran the complete diagnostics in the drawer. The system functioned as intended after the field service engineer repaired the device.